Event description:
Pt found to have a malfunctioning rt ventricular high voltage. Has a recalled ICD lead; cxr 2 views done at rehoboth does not show exteriorization, by hv impedance is slowly rising, past upper limit of 80 ohms.